Manufacturer narrative:
Eval summary: neither x-rays nor op-notes were provided. As such, surgical technique cannot be reviewed. Pt demographics such as age, height, weight, and activity level were not provided. Based upon the available info, the cause of the reported condition cannot be determined. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore, is being filed late.

Event description:
It is reported that the pt presented with patellar clunk and was scheduled to have a scope one on (B)(6) 2010.